Event description:
It was reported by an attorney that on (B)(6) 2002, the patient underwent a total abdominal hysterectomy/bilateral salpingo-oophorectomy, abdominal colpopexy with mesh, moschowitz culdoplasty with uterosacral placation, burch retropubic urethropexy and cystoscopy due to uterine prolapse and urinary incontinence and mesh was implanted. It was also reported that on (B)(6) 2002 the patient underwent cystoscopy with mesh sling urethropexy due to stress urinary incontinence and mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(4)2016 at (B)(6) medical center by dr. (B)(6) m.d.